Event description:
It was reported during 35 minutes injection of onyx into the right mca branch, the ultraflow catheter became entrapped. Several unsuccessful attempts were made with traction to retrieve the catheter for a total of approx 2 hours. After an additional 45 minutes, the catheter stretched and broke. No complications were reproted to have occured with the pt as a result of this event.